Manufacturer narrative:
During ge healthcare technician checkout, it was found that o2 cell did not line up and cause the leak. The leak rate may be greater than 4.5l/min. Reseated the o2 cell to fix the reported issue. (B)(4).

Event description:
The hospital reported that the unit failed the calibration. There was no reported patient involvement.